Manufacturer narrative:
On 4/16/2019, a manufacturing record evaluation was performed for the finished device 5561973 and 5590212 , and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with a mentor memorygel breast implant 650cc and experienced device rupture (side unknown). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Two device serial numbers, (B)(4) (r) and (B)(4) (l), were reported; however it is unknown which serial number corresponds to the complaint device.